Event description:
The customer reported the laser fiber that this fiber caught on fire at the connect ion point. The customer put the laser on standby and stopped the fire. There were no reports of harm. This event includes two (2) reports . Report with patient identifier (B)(6), laser system model tfl-pls , serial number is not known. Report with patient identifier (B)(6), ball tip single use fiber- tfl-fbx200bs, lot kr262865. This report being submitted is for report with patient (B)(6), laser system model tfl-pls , serial number is not known.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Per due diligence logs, three attempts were performed to contact to the customer for device retrieval and information, there was no response. At the moment, there shall be no device returned for evaluation. If the device or additional information were to become available at a later date, the complaint shall be updated appropriately. The probable cause of the fiber catching fire at the connector could therefore not be determined. Per soltive laser system instructions for use (IFU): "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." Olympus will continue to monitor field performance for this device.